Manufacturer narrative:
Philips did not receive the total air kerma for this procedure, the dose report was not available. When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that on (B)(6) 2016 a male patient in his (B)(6) had a total iliac stenos endovascular surgery. During this procedure he received 1486 gycm^2 of dose area product on the allura in 28 minutes of fluoro time. Philips did not receive the total air kerma for this procedure, the dose report was not available anymore. On (B)(6) 2017 the patient received another examination with angiography but this was very short and probably not contributing to the injury. Beginning of march the patient presented with a skin burn which was most likely related to the procedure on (B)(6) 2016 due to the position of the burn. The customer confirmed that this was an incidental high radiation burn as the system is currently working in right order and not due to a malfunction. The patient is treated for his burn and recovering well.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: after e-mail conversation on 2017mar17 between the submitter and the customer and confirmed later by an e-mail conversation on 2017mar22 between our (B)(4) and the customer, philips understood that on (B)(6) 2016 a male patient in his 60's underwent a total iliac stenosis endovascular surgery. During this procedure the patient received 1481 gycm2 of dose area product on the integris allura system in 24 minutes of fluoroscopy time. (Max entrance dose measured to be 8 r/min) it is not known if the involved patient received any other x-ray related examinations before the total iliac stenosis endovascular procedure. On (B)(6) 2017 this patient received another examination with angiography but this was very short and probably not contributing to the injury. At the beginning of (B)(6) the patient presented with a skin burn which was most likely related to the procedure on (B)(6) 2016 due to the position of the burn. The customer confirmed that this was an incidental high radiation burn as the system is working in right order and not due to a malfunction. The available data regarding the used dose has also been investigated by an expert of philips and his conclusion is as follows: a total iliac stenosis endovascular procedure can result in a radiation burn as seen on the image. It is very unlikely that the reported injury was caused by a fluoroscopy time of 24 minutes at max 8 r/min alone. You need a significant amount of exposure runs besides the fluoroscopy runs to cause this injury. Best guess estimation with the available information: the fluoroscopy dose only will lead to 1.7 or 2.0 gy. And exposure runs are needed to get to a level of 10 gy (at least) that you need for this kind of injury. Conclusion of the analysis: the patient received a skin burn of 5 cm, but it is very unlikely that this was caused due to a fluoroscopy time of 24 minutes at max 8 r/min alone. No further investigation can be performed as it is confirmed that the system did not malfunction and no dose report is available of this procedure and it is not known if there were other procedures before this case and the system does not have a log file available.